Event description:
The pt needed an "in and out" cath to obtain a urine sample. The end of the tube was occluded. The tip was occulded which required a second attempt with another catheter and a greater risk of infection.